Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that while going through airport security her son's insulin pump was exposed to ant scanners and x-rays; the pump display went solid black except for the top row. The patient's blood glucose at the time of incident is unknown. The mother also mentioned that the customer accidentally pushed some buttons and the pump went to the self test. The mother was advised that if that happened the screen should return to normal soon. She was also advised to tell the customer to call the 24-hour helpline when he gets the chance for further troubleshooting. No products were shipped or returned since the caller was unable to verify the pump's serial number and what actually happened after the customer got on the plane.